Manufacturer narrative:
This report is submitted on january 10, 2020.

Event description:
Per the clinic, the patient experienced a cholesteatoma. The device was explanted on an unknown date. It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
This report is submitted on 12 march 2020.